Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) (at the time of initial report) asian female patient. Medical history included; osteoporosis, hyperlipidemia and coronary heart disease. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via reusable pen (humapen ergo ii), 20 u each morning and 16 u each evening, subcutaneously for the treatment of diabetes mellitus, beginning sometime in 2012. On an unknown date, time to onset unknown, she was hospitalized due to high blood glucose. On (B)(6) 2017, due to a problem with her reusable pen, she did not inject her insulin lispro 75/25 dose; therefore she received a double dose of acarbose ((B)(4), lot; 1011d01). On an unknown date, she would possibly be hospitalized for second time within one year because of her high blood glucose. Information regarding hospitalization dates, laboratory examination findings, corrective treatments, outcome of the events and the status of insulin lispro 75/25 treatment, was not reported. The user of the humapen ergo ii and its training status was not provided. The humapen ergo ii model duration of use was not provided but started approximately in 2012. The reporting humapen duration of use was not reported. The suspect humapen ergo ii was return. The reporting consumer did not known if the events were related to insulin lispro 75/25 treatment or its humapen ergo ii. Update 29-aug-2017: upon additional information received via complaint report on 22-aug-2017. Re-coded suspect device to humapen ergo ii and added information of return. Updated narrative accordingly. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 18oct2017. No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a female patient reported that her humapen ergo ii device was "out of shape." She reported the device "fell off on the floor and could not be used." The patient experienced increased blood glucose. The investigation of the returned device (batch number 1011d01, manufactured november 2010) found that the device appeared normal with no apparent breakage. The device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) (at the time of initial report) asian female patient. Medical history included; osteoporosis, hyperlipidemia and coronary heart disease. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via reusable pen (humapen ergo ii), 20 u each morning and 16 u each evening, subcutaneously for the treatment of diabetes mellitus, beginning sometime in 2012. On an unknown date, time to onset unknown, she was hospitalized due to high blood glucose. On (B)(6) 2017, due to a problem with her reusable pen, she did not inject her insulin lispro 75/25 dose; therefore she received a double dose of acarbose ((B)(4), lot; 1011d01). On an unknown date, she would possibly be hospitalized for second time within one year because of her high blood glucose. Information regarding hospitalization dates, laboratory examination findings, corrective treatments, outcome of the events and the status of insulin lispro 75/25 treatment, was not reported. The user of the humapen ergo ii and their training status was not provided. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii was returned to the manufacturer on 22aug2017. The reporting consumer did not known if the events were related to insulin lispro 75/25 treatment or its humapen ergo ii. Update 29-aug-2017: upon additional information received via complaint report on 22-aug-2017. Re-coded suspect device to humapen ergo ii and added information of return. Updated narrative accordingly. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information added. Update 18oct2017: additional information received on 18oct2017 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no; and added date of manufacturer for the suspect humapen ergo ii device. Corresponding fields and narrative updated accordingly.